Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician found loose bolts near headboard causing the headboard and the head of the mattress to collide, which prevented the head section from moving up and down fully. The technician tightened both bolts so headboard and head of mattress can position themselves correctly.